Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was over 500 mg/dl and the cause was not known. Insulin injections were administered to address the bg. As the high bg was not occurring at the time of the event, tandem technical support advised the customer to discuss the event with a healthcare provider.